Manufacturer narrative:
The technician found the caster pad and locking gears were worn. He replaced the caster to repair the bed.

Event description:
Information rec'd indicates, the brake will set, but the right head brake caster doesn't lock. The caster continues to swivel.